Event description:
It was reported that a diagnostic concern regarding the implantable cardioverter defibrillator (ICD) was made with regards to morphology match during an episode of supra ventricular tachycardia (svt). The morphology scores for certain beats were being scored as zero while the visual amplitudes of other similar complexes scored near 100%. Suggestions to improve programming were requested. The patient was being monitored and was stable.